Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of supraventricular tachycardia (svt) episodes. Programming changes were made. The patient was stable.